Event description:
During the cooling phase of ivtm treatment, the thermogard xp ivtm system (s/n (B)(4)) displayed mid:14 (bg power supply) error message. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was evaluated at the customer site. The reported complaint that "the thermogard xp ivtm system displayed mid:14 (bg power supply) error message" was confirmed in the system's event log but was not confirmed during functional testing. The thermogard system passed all functional tests and performed as intended. Based on the review of the console's event log, the user quickly powered off and on the thermogard console multiple times. Most likely, this action did not give the system's software enough time to reset, resulting in the mid:14 error. Visual inspection of the thermogard console was performed, and no issues were observed. The console's event log data review revealed a couple of mid:14 (bg power supply) error messages around the customer's reported event date, confirming the reported complaint. Also, a couple of mid:16 (software related) error messages were noted in the event log, unrelated to the reported complaint. Zoll service personnel concluded both mid:14 and mid:16 errors were most likely triggered by quick powering off/on the thermogard console, which did not let the system's software have enough time to reset. The thermogard xp ivtm system passed the power-on-self-test (post) without any issues. The system passed all subsequent functional tests, and the reported mid:14 error was not replicated. Following service, the thermogard xp ivtm system passed all testing criteria.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information. The thermogard xp ivtm system (sn tgxp13290) was evaluated at the customer site. The reported complaint that "the thermogard xp ivtm system displayed mid:14 (bg power supply) error message" was confirmed in the system's event log but was not confirmed during functional testing. The thermogard system passed all functional tests and performed as intended. Based on the review of the console's event log, the thermogard console quickly was powered off and on multiple times due to a possible in-house electrical issue in the ICU room. Most likely, this action did not give the system's software enough time to reset, resulting in the mid:14 error.

Event description:
During ivtm treatment, the thermogard xp ivtm system (sn (B)(6) displayed mid:14 (bg power supply) error message. The customer did not provide any further information regarding the details of the treatment. No consequences or impacts on the patient.